Event description:
It was reported that at lead evaluation externalized conductors were observed via fluoroscopy. Capture threshold has been slowly increasing over the past 4 years. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.